Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient was experiencing discomfort at the ipg site due to the ipg moving in the pocket site and as such surgical intervention took place on (B)(6) 2024, where the ipg was replaced to address the issue. Therapy was also restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.